Manufacturer narrative:
(B)(4). Device name: phx. Concomitant medical products: mini humeral tray standard thickness +6 mm taper offset 40 mm diameter cat# 110031405 lot# 64558931. Glenosphere standard offset 40 mm diameter cat#110030776 lot#64522077. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01404. 0001822565 - 2020 - 01406.

Event description:
It was reported that a patient underwent an initial shoulder procedure. Subsequently, the patient underwent a revision due to dislocation of comprehensive reverse total shoulder. The humeral bearing was found to be disengaged from the humeral tray. Extraction of glenosphere, humeral tray and bearing was completed. New implants implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A bearing, a humeral tray and glenosphere were returned for evaluation. Visual examination of the returned products identified surface scratches, damages and wear likely caused during the removal. The dimensional analysis of the tray was found to be conforming during manufacturing. Dimensional analysis of glenosphere and bearing cannot be performed due to the nature of damages. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. User facility report attached.

Event description:
It was further reported that a patient underwent a reverse left initial shoulder procedure following a motorcycle accident. Instability was noted in the glenosphere through a filed medwatch from (B)(6) hospital. Attempts have been made and additional information on the reported event is unavailable at this time.